Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not returned and the lot number is unknown, therefore no evaluation will be performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A lot number was not provided therefore a batch review could not be performed. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous case report by a physician from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal n and extraneal pd therapy. On (B)(6) 2006, the patient began using dianeal n pd-4 2.5% uv twinbag 1500ml x 2 and extraneal uv twinbag 1500ml x 1 /day. On (B)(6) 2011, during her pd bag exchange, the spike of the her uv transfer set was off from the spike port of uv twinbag. At that time she did not use the connector cover. She had abdominal pain and cloudy peritoneal effluent. She was diagnosed as peritonitis. She was hospitalized and treated with modacin 1g. Per the physician, the event was not related to dianeal n or extraneal. He thought that the event was related to the spike issue of the patient's uv transfer set. However, he also told, the off-spike was due to the patient not using the connector cover and it's user error. There was no allegation of device malfunction. Additional information received on (B)(6) 2011 indicates: a nurse provided the additional information. On an unreported date, her peritoneal effluent culture result revealed that no micro-organism was identified. On (B)(6) 2011, she was recovered from the event and discharged from the hospital. Her pd therapy was ongoing.